Event description:
It was reported that when the electrocardiogram (ECG) cables were on the patient the analyzer displayed atrial flutter with lead ii and lead iii and with lead I an erratic rhythm was displayed representative of noise. It was also noted that though the ECG cables were changed out as was the programmer and the analyzer the display issue persisted. It was further noted that the ECG cables were missing the middle brown electrode and were not plugged in with the brown pin plug port. It was requested at the time of the report that a brown pin port plug be found in order to verify whether or not the display issue persisted. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).